Manufacturer narrative:
The lead is not available to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with the right ventricular (rv) lead presented to the emergency room with complications from heart failure and was hospitalized in the intensive care unit (ICU). The device check revealed ventricular loss of capture and the rv lead was confirmed to be dislodged. A procedure was performed and this rv lead was surgically abandoned. A new rv lead was implanted successfully. No additional adverse patient effects were reported.